Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced extreme low or extreme high blood glucose levels. The customer's blood glucose levels were 40 mg/dl, 394 mg/dl and 374 mg/dl. The customer did not mention any treatment related to blood glucose levels. The customer did not mention any symptom related to blood glucose levels. The insulin pump will not be returned for analysis.